Manufacturer narrative:
Two spiration valves were placed in the patient. Two event reports were filed separately, one for each device. This is report one of two for the related event.

Event description:
The patient underwent spiration valve placement procedure for the treatment of emphysema. Two valves were placed, one svs-v9-00 and one svs-v6-00. Patient was reported to have done well post procedure. On (B)(6) 2024, approximately four years post valve placement procedure, the patient presented with hemoptysis. A bronchoscopic procedure was subsequently performed to evaluate the patient. During the bronchoscopic procedure, the valve membranes were observed to be detached from the strut and an abscess with evidence of infection surrounding the valves was observed. The source of the abscess was noted to be a post obstructive infection. Cultures of the area were performed; however results were not provided. The patient was diagnosed with pneumonia in the valve treated lobe. The two valves were removed (date of removal unknown). Patient was hospitalized for 2 weeks and was released to home on a course of antibiotics. In the six to twelve months prior to the event, the patient was reported to have had a history of recurrent respiratory infections and had been hospitalized prior to the valve removal procedure.